Event description:
The provider states the end user was at school and the chair shut down, no function at all. The provider states he went out to the school, unplugged batteries and re-plugged them in, now the chair works.